Manufacturer narrative:
The reported events of inadequate capture and high pacing lead impedance were not confirmed. As received, a complete lead with stylet inserted was returned. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.